Manufacturer narrative:
(B)(4).

Event description:
The patient had a power on reset (por) "call your doctor" icon on her device and could not get it to work. The patient was re-directed to her physician.